Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation for a falsely elevated alinity I ca 19-9xr result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Accuracy testing was performed using an in-house retained kit of lot 19800fp00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr reagent, lot number 19800fp00 was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-30, that has a similar product distributed in the us, list number 08p32-31.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient. The following data was provided: sample ID (B)(6) initial result was 44.487, repeat was 6.703 u/ml; repeated, using a stored sample, under sample ID (B)(6) was 6.283 and 4.910 u/ml. It is unknown if the patient has pancreatic cancer. There was no impact to patient management reported.